Event description:
Icip has a function to setup a scheme for every patient about use of medicine. With this function, it is possible to alert the nurse whenever the patient is scheduled for having his medication. Because of a malfunction of the build-in calendar, the nurse was not informed by the system to provide medicine to a patient.

Manufacturer narrative:
Philips has determined that some physician entered orders are not showing up on worklists. New information received 07 february 2008 identified patient risk. Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation. A final report will be submitted when the investigation is completed.